Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: d9, h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the surgeon was performing a l3-l5 posterior fusion using the matrix system. The surgeon was performing final tightening of the construct with the torque limiting handle and the straight t25 shaft. The torque limiter seemed to not click or release at the right pressure and the tip of the shaft broke off in the locking cap. The surgeon removed the fragment and requested another shaft and handle. Another shaft and handle were provided and after a delay of four (4) minutes. The surgery proceeded without any further issues. No known harm was caused to the patient. Concomitant device reported: matrix locking cap (part number 09.632.099, lot unknown, quantity 1). Straight tip t25 driver-long (part number 03.632.401, lot l735196, quantity 1). This report involves one (1) 10nm torque limiting ratchet handle-6mm hxc. This is report 1 of 2 for (B)(4).

Event description:
It was reported that on (B)(6) 2021, the surgeon was performing a l3-l5 posterior fusion using the matrix system. He was final tightening the construct with the torque limiting handle and the straight t25 shaft, when the torque limiter seemed to not click or release at the right pressure and the tip of the shaft broke off in the locking cap. Surgeon removed the fragment and requested another shaft and handle. Another was provided and after a delay of about 3-4 minutes, surgeon proceeded without any further issues. No known harm was caused to the patient. Concomitant device reported: matrix locking cap (part: 09.632.099; lot# unknown; quantity: 1). This complaint involves two (2) devices. This report is for one (1) 10nm torque limiting ratchet handle-6mm hxc.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5: update. D9: complainant part was returned. D11: additional concomitant device reported. H3, h4, h6: device history lot. Device history lot . Part number:03.620.061. Synthes lot number: 6581146. Supplier lot number: n/a. Release to warehouse date: 26apr2011. Expiration date: n/a. Supplier: avalign technologies-nemcome. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. No ncrs were generated during production. H6: investigation summary: complaint summary it was reported that on (B)(6) 2021, the surgeon was performing a l3-l5 posterior fusion using the matrix system. He was final tightening the construct with the torque limiting handle and the straight t25 shaft, when the torque limiter seemed to not click or release at the right pressure and the tip of the shaft broke off in the locking cap. Surgeon removed the fragment and requested another shaft and handle. Another was provided and after a delay of about 3-4 minutes, surgeon proceeded without any further issues. No known harm was caused to the patient. Concomitant device reported: matrix locking cap (part: 09.632.099;lot# unknown; quantity: 1). This complaint involves two (2) devices. Photo investigation. The device was not returned. A photo-investigation was performed on the images in pc attachment file "image.jpg". No functional issue could be confirmed with the image. Faded etching was noted. No other issues were detected. No device identifiers were observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion. The complaint was not confirmed during investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. Service and repair evaluation: the customer reported the device had an unknown malfunction. The repair technician reported the device will be scrapped due to ownership and no further testing is required. End of service life is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Visual inspection: 10nm torq limiting ratchet handl-6mm hxc (part# 03.620.061, lot# 6581146, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the device looks good without any damage. Surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Functional testing: functional testing was not performed as the repair technician reported the device will be scrapped due to ownership and no further testing is required. Dimensional inspection: dimensional inspection was not performed at cq as the internal components of the device were inaccessible. Document/specification review: the relevant document(s) was reviewed: no design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint cannot be confirmed for 10nm torq limiting ratchet handl-6mm hxc (part# 03.620.061, lot# 6581146). A definitive root cause could not be identified for the reported problem. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.